Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 357 mg/dl. Customer declined to provide additional information regarding the issue and declined to troubleshoot with tandem technical support.